Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm pericardial mitral valve, implanted ten (10) years, nine (9) months and ten (10) days, was disabled via a valve in valve procedure for severe mitral regurgitation due to mitral valve prosthesis dysfunction and stenosis. Per obtained medical records, the patient presented with acute on chronic congestive heart failure with acute on chronic systolic heart failure. The patient was admitted to the hospital with shortness of breath, dyspnea on exertion, and class 3 nyha symptoms. A 29mm transcatheter valve was implanted and inspection of the valve demonstrated no paravalvular leaks and no insufficiency. The patient tolerated the procedure well without any complications and was taken to the cardiac surgical intensive care unit in stable condition. The (B)(6) female patient was discharged in good condition on post-operative day 11.